Event description:
Customer reported that the pump delivered at approximately twice the rate that it was programmed to deliver during bench top testing in biomedical engineering. No pt involvement. No pt issues reported.